Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call.

Event description:
The customer reported that when doing fluoro kilo volts increased and image was white on the 9800 system. No pt injury was reported.